Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue at this time. Model m41, serial number/date code (B)(4) is approximately 2 years 7 months old. The owner's manual part number (B)(4) rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition states diabetes. The consumer's preexisting medication regimen is stated as already on pain medication - oxytocin (30 mg) five times a day. The consumer's stability is unknown. The consumer's technique while using the device is unknown. The maintenance history provided by the dealer is as follows: on (B)(6) 2009 - the product was delivered. On (B)(6) 2012- the consumer called complaining that the chair delivered was the wrong chair and it was not a group 2 power chair. Invacare promptly replaced the chair with a new one. On (B)(6) 2010 - the consumer called in for repairs and he claimed that his batteries were not charging right and the unit was going very slowly (serviced through (B)(4)). On (B)(6) 2010 - the consumer called and the dealer went out to adjust the seat and footplate, but the consumer was still not satisfied. On (B)(6) 2010 - invacare called the dealer back to let the dealer know that everything was fine with the consumer. On (B)(6) 2010 - the dealer contacted the consumer and the confirmed that everything was ok with chair. On (B)(6) 2010 - the consumer complained that the unit was too slow and stopped frequently and the consumer did not like this chair from the beginning. On (B)(6) 2010 - the consumer stated that he wants chair picked up ((B)(4) called patient refused repairs and wanted replacement instead). On (B)(6) 2010 - the consumer stated that he wants the chair picked up. Advised that insurance purchased it and they would not be able to return it. The consumer refused repairs. He stated that (B)(4) did the repairs and the chair still does not work. On (B)(6) 2010 - (B)(4) confirmed that the consumer refused repairs and nothing was repaired. On (B)(6) 2010 - medicare called the dealer because consumer complained. The complaint reported was that the chair slows down when driving down street. The dealer called medicare back and advised that consumer is not complying with proper use of chair and that he refused repairs. Dealer advised that they did everything they could for the consumer. Medicare agreed with dealer and closed out complaint. On (B)(6) 2011 - the consumer called and reported that the seat allegedly fell off. The consumer demanded that they do repairs or he will sue. The consumer was referred to (B)(4). On (B)(6) 2012 - the consumer called back to medicare medical and stated that (B)(4) gave him the run around. (B)(4) contacted the medicare and stated that he was very difficult to work with and would no longer service him. No repairs were done. On (B)(6) 2012 - consumer called and requested repairs on his chair. The dealer called back and scheduled a time to go out to look at chair. They requested a signed (B)(4) for billing charges. The dealer went out and visually inspected the chair and the base mount was broken. In addition, personal items were hooked up to the battery such as an (B)(6) and computer. The dealer asked for a prescription to make these repairs. The consumer claimed that he called invacare and he stated that we advised him it would be okay to hookup phone and computer to power chair. On (B)(6) 2012 - consumer called back and canceled the repairs again. Invacare consumer affairs received a voicemail message from the dealer on (B)(4) 2012. Dealer stated the facts for two customers were combined and wanted to clarify that this consumer "did not" have non-invacare parts or electrical devices hooked up to his chair. The consumer called invacare customer service on (B)(6) 2012, stating that the gears allegedly failed and slammed him into a wall and the seat allegedly fell off, causing him to fall onto the floor. An ambulance was called and he was transported to the hospital with alleged injuries to his head, neck and upper back. Consumer was allegedly unconscious when the ambulance arrived. The consumer also alleges that the power chair picked up speed. On (B)(6) 2012, invacare consumer affairs received a call from the consumer. It is unclear as to what actually happened. The story seemed to change throughout our conversation. The consumer stated that he was driving the power chair and the seat allegedly broke backwards, causing the consumer to fall backwards hit neck, back, and shoulders. The consumer lost consciousness. The consumer was taken to the hospital for evaluation. The consumer is in the hospital for approximately 1 day. Invacare confirmed with the consumer and he stated that the incident occurred on (B)(6) 2011. The consumer allegedly sustained injury to the neck and back. An EKG was done, as well as the consumer came in with symptoms of a heart attack. An MRI was done on the neck and head. The consumer was diagnosed with the following: muscular skeletal back pain/thoracic/lumbar, back and neck strain/acute myofascial strain. The consumer went to his pcp. They asked for another MRI and also went to (B)(6) (for these mris) and physical therapy and was sent to a neurosurgeon for a consultation. The consumer is still going to physical therapy, but did not consult a neurosurgeon. The consumer is claiming that his condition allegedly worsened. He had 2 tears in the back, l5/s1 (spinal fusion) prior to the incident. The consumer has diabetes. The consumer starting using a power chair 2003 and he received is pronto m41 in (B)(6). The consumer is not using the chair currently. The chair is not in working condition. When asked why he waited so long to report the incident, the consumer stated that he has been in pain and could not speak with anybody. According to the consumer, he is a diamond artist and allegedly has not been able to play his music due to this incident. He feels that the chair is defective. Invacare called the dealer who stated that he has been working with an invacare sales rep. The dealer stated that the consumer has been complaining from day one that the power chair was too slow and not fast enough. Invacare has agreed to replace the power chair and bring the original back for an investigation.

Event description:
Customer alleges gears failed and chair slammed into the wall, causing wall damage and seat came off. Minor injury alleged.